Event description:
Ous MDR - after an estimated implantation period of 13 years, it was reported that during a routine pacemaker replacement, electric measurements indicated impedance values < 150 ohm. The lead was capped and a new lead was implanted. The implant date was not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.